Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and alleging possible insulin pump under delivery. The customer blood glucose level was 500 mg/dl at the time of incident. The customer experienced symptoms such as nausea. The customer was treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. The insulin pump and reservoir will not be returned for analysis.